Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was receiving a pump error and recurring insulin flow block alarms. The battery did last up to one week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device unexpected error 63 alarmed during self test and was confirmed in the formatted history file due to cold solder joint at keypad assembly. Unable to verify delivery alarm and low battery alert due to 63 alarm noted.